Manufacturer narrative:
The reported recurrence of hernia and subsequent surgical repair was assessed as a serious injury related to the use of the coolsculpting device. Hernia generally requires surgical intervention to correct and prevent further complications. The occurrence of hernia is a risk inherent to the coolsculpting procedure and is detailed in the coolsculpting user manual under warnings, where it states, "the effect of performing a coolsculpting treatment with a vacuum applicator on a patient who has a hernia in or adjacent to the treatment site has not been studied. The applicator uses vacuum pressure to draw tissue into the applicator cup during the treatment. The vacuum pressure may therefore apply pressure on a pre-existing hernia or pre-existing structurally weak area such as a surgical scar, causing further complications. Physicians should examine that patient for evidence of pre-existing abdominal or femoral hernia prior to use of the device." Allergan is unable to obtain device and treatment information because the patient had refused to provide consent for allergan to contact her coolsculpting treatment provider. No further investigation can be performed.

Event description:
On april 3, 2019. Allergan received report from a patient that she underwent surgical repair of a pre-existing hernia approximately 6 months after she received coolsculpting treatment on the upper abdomen. The patient confirmed that prior to receiving coolsculpting treatment between (B)(6) and (B)(6) 2018, she already had a pre-existing supraumbilical hernia for which she had undergone surgical repair. The patient stated that due to her petite frame the 2 coolsculpting applicators placed vertically and parallel to each other had also covered the surgical site. Between november and (B)(6) 2018, 6 months after her coolsculpting treatment, she experienced pain on the surgical site, found out the hernia had recurred and underwent a second surgical hernia repair. The patient refused to provide consent for allergan to contact her coolsculpting treatment provider and also declined to provide additional information on the incident.